Manufacturer narrative:
This event occurred in (B)(6). Na.

Event description:
The customer complained of discrepant elecsys estradiol iii assay results for 2 patient samples on a cobas 8000 e 602 module. For patient 1, the initial estradiol iii result was 11010 pmol/l with a data flag. The repeat result with a 1:5 dilution was 3320 pmol/l and was reported outside of the laboratory. The sample was repeated two additional times and the results were 640.6 pmol/l and 666.9 pmol/l. The estradiol iii result of 667 pmol/l was reported outside the laboratory as the amended result. For patient 2, the initial estradiol iii result was 11010 pmol/l with a data flag. The repeat result with a 1:10 dilution was 3241 pmol/l. An estradiol iii result of 55050 pmol/l was reported outside of the laboratory. Clarification was asked for by not provided. The sample was repeated three additional times and the results were 838.4 pmol/l, 869.9 pmol/l, and 882.3 pmol/l. The estradiol iii result of 870 pmol/l was reported outside the laboratory as the amended result. There was no allegation of an adverse event. The estradiol iii reagent lot number was 28459200. The reagent expiration date was asked for but not provided.

Manufacturer narrative:
For patient 1, the initial estradiol iii result was 11010 pmol/l with a data flag. The repeat result with a 1:10 dilution was 3241 pmol/l. An estradiol iii result of 55050 pmol/l was reported outside of the laboratory. Clarification was asked for by not provided. The sample was repeated three additional times and the results were 838.4 pmol/l, 869.9 pmol/l, and 882.3 pmol/l. The estradiol iii result of 870 pmol/l was reported outside the laboratory as the amended result. For patient 2, the initial estradiol iii result was 11010 pmol/l with a data flag. The repeat result with a 1:5 dilution was 3320 pmol/l and was reported outside of the laboratory. The sample was repeated two additional times and the results were 640.6 pmol/l and 669.9 pmol/l. The estradiol iii result of 667 pmol/l was reported outside the laboratory as the amended result. Additional information was requested for the investigation but not provided. Based on the available data, a general instrument or reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.